Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. In addition, when the pump is plugged into a power source, the pump did not recognize the power source. There was no reported impact to the customers blood glucose level. During troubleshooting with tandem technical support, the call abruptly ended.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.